Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated occlusion and consecutive motor stall alarms that interrupted insulin delivery, leading the user to disconnect the pump and report hyperglycemia measured at 352 mg/dl, with suspicion of a motor rewind issue and use of a syringe cover to reposition the piston; troubleshooting identified that connecting the cartridge to the tubing prior to loading and reuse of a cartridge could contribute to blockages. Symptoms included hyperglycemia without additional clinical effects. Outcomes included no health consequences. Investigation included interviews and analysis of information provided by the user, followed by a guided dry run and supply change using new supplies and corrected technique. Investigation of this case revealed a communications-related problem and a failure to infuse associated with the motor component, while the in-call dry run showed no ongoing motor malfunction and proper delivery after technique correction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.